Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, cracked reservoir tube window through the reservoir tube, cracked battery tube threads and a missing end cap sticker. Moisture damage was found on the electronic and motor assemblies.

Event description:
Customer reported receiving a button error alarm on the insulin pump and stated that they were pushed into a lake with the insulin pump on. Customer's blood glucose reading at the time of the call was 145 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.